Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore, an analysis of the physical product could not be performed. Root cause: the root cause could not be determined. A potential root cause could be due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Additional information: g3: "date received by manufacturer" corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hook on a silent nite 3d sleep appliance broke. No further information was provided.